Event description:
The pt was reportedly experiencing decrease in sound quality, overly loud stimulation, and open electrodes. The pt was also experiencing pain and vertigo attacks. Surgery to explant the pt's device has been scheduled.